Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue occurred at 7:45am on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿76mg/dl¿ with the subject meter and ¿33mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with humulin insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter informed the cca that around the same time the alleged product issue occurred the patient had developed symptoms of ¿drooling, making weird noises and not coherent¿. In response to this the emergency medical services (ems) were called and the patient¿s blood glucose was measured to be ¿33mg/dl¿ on the ems meter. The patient was subsequently given IV glucose at 8am on (B)(6) 2018. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.